Manufacturer narrative:
(B)(4). Eval results: cva, death.

Event description:
The pt received an endeavor stent for treatment of coronary artery disease. It was reported that the pt had expired approximately 4 years post stent implant. Death was categorized as a non-cardiac death. The cause of death was reported as cva. No autopsy was performed. The investigator reported no relationship to the study device and no relationship to the index procedure. The relationship to the study drug was deemed not assessable.